Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to loose and tilted drive support disk. Analysis was unable to verify compromised force sensor system alarms due to motor error alarms. The insulin pump was received with cracked battery tube threads. The insulin pump was received with broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 9.5 mmol/l at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.